Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Reportedly, when more force was applied to the wake button the wake button performed as intended. The customer¿s blood glucose level was 255 mg/dl. Customer continued to use the pump for insulin therapy.